Event description:
It was reported that the implantable pulse generator (ipg) was interrogated prior to an implant procedure. The interrogation showed that the implant detect feature had been turned on at a previous date and the ipg had a low battery reading. The ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. The returned device indicated shorting/low impedance in an integrated circuit. Hybrid analysis confirmed the reported low lead impedance measurements for both chambers; however, after opening the device the failure mode was cleared. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was fully functional, and no hybrid anomalies were found. Analysis of the device memory had an observation relating to implant detect. Implant detect was turned off over 3 months prior to implant. If information is provided in the future, a supplemental report will be issued.